Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found errors #58, #128 and electrical test fails code #4 on the error logs. To fix the issue the fse, replaced the drive manifold for possible k7 malfunction and calibrated 30 psi transducers. The batteries discharged and charging as they should. The unit passed all functional and safety tests to factory specifications and was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an internal communication failure and the batteries were not charging. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.

Manufacturer narrative:
Updated field : b4, g4, g7, h2, h10, h11. Corrected field : h10 (error code). A getinge fse was dispatched to evaluate this unit. The fse found errors #58, #124 and electrical test fails code #4 on the error logs. The fse replaced the drive manifold for possible k7 malfunction and calibrated 30 psi transducers. The batteries discharged and charging as they should. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an internal communication failure and the batteries were not charging. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.